Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 12fr powertrialysis dialysis catheter. Usage residues were observed throughout the sample. A sharp kink impression was observed just distal of the molded joint. A longitudinally aligned split was observed between the molded joint and the kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion; however, when flushing the blue-luered lumen, a leak was observed emanating from the split site. Microscopic inspection of the split revealed a granular fracture surface. Discoloration and buckling were observed in the vicinity of the split. The split edges curved inward. Deformation and longitudinally impressions were observed in the vicinity of the split. The split characteristics and surrounding kinking and buckling were consistent with damage caused by repetitive kinking/compression of the catheter shaft. The location of the damage suggested that securement, access and maintenance techniques likely contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that blood leakage was found at the bifurcation of the catheter during inserting the catheter. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that blood leakage was found at the bifurcation of the catheter during inserting the catheter. There was no reported patient injury. No other information was provided.